Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer stated the cross support of the lift at the base has broken.